Event description:
An angio-seal sts+ was selected for use following a coronary angiography (cag) via a right femoral artery puncture and fractional flow reserve (ffr) measurement. A pre-deployment angiogram revealed right common femoral artery (rcfa) puncture with no calcification or stenosis. The device was deployed without a problem and hemostasis was achieved. After being discharged, the pt experienced intermittent claudication after walking for twenty steps. The pt monitored the claudication at home but then visited the hospital when it did not improve. The pt's ankle-brachial index (abi) for the right side was 0.57. An MRI and an arteriography (aog) revealed a complete occlusion of the rcfa that was 2 cm in length. The pt was scheduled for a coronary artery bypass graft (CABG), and the angio-seal was removed at the same time.

Manufacturer narrative:
No product was returned. The exact lot number was unknown; however, the customer reported that the product was from one of three possible lots 3375284, 3402097, or 3382476. Review of the device history records confirmed that all three lots met manufacturing requirements prior to shipment. The manufacturing dates and expiration dates for the three lots are as follows: lot 3375284: mfg 04/01/2011, exp 03/31/2012. Lot 3402097: mfg 05/01/2011, exp 04/30/2012. Lot 3382476: mfg 05/01/2011, exp 04/30/2012. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.